Event description:
It was reported that the orion spline was broken. An intellamap orion catheter was used during an af (atrial fibrillation)-redo procedure. During the procedure, the orion spline was broken. Another of the same device was used, and the procedure was completed successfully without patient complications. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellamap orion catheter was visually inspected. It was found that one spline was damaged, confirming the reported event of array damaged/defective. It is most likely that the reported event was due to some other factors, such as handling of the device, the technique used by the physician, and the normal procedural difficulties encountered during the procedure, which impacted the performance of the device.

Event description:
It was reported that the orion spline was broken. An intellamap orion catheter was used during an af (atrial fibrillation)-redo procedure. During the procedure, the orion spline was broken. Another of the same device was used, and the procedure was completed successfully without patient complications. The product is expected to be returned for analysis.